Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that on (B)(6) 2009 the patient underwent an anterior cervical spine discectomy and fusion at c5-6 and c6-7 using rhbmp-2/acs in peek cages. In (B)(6) 2009, the patient was diagnosed with ectopic bone growth and, as a result, required extensive medical treatment. The patient continues to suffer from severe pain preventing him from performing many basic activities of daily living.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on (B)(6) 2009, patient underwent following procedure: c6 corpectomy; discectomy at c5-6 and c6-7; cervical fusion using a 28mm peek with rhbmp-2/acs; cervical plate instrumentation with a 42.5mm plate and four 14mm screws. Pre-op and post-op diagnosis: cervical myelopathy secondary to severe disc herniations and spondylosis at c5-6 and c6-7, as well as severe headache syndrome related to same. As perop notes: ".. We measured and then reconstructed a 28 mm peek graft using 6 center, 11 end pieces and then properly prepared to the using the guide supplied by the manufacturer's specifications. Rhbmp-2/acs was inserted in the center of the peek graft the peek graft was then gently inserted into the interspace between c5 and c7 and excellent seated position was noted.. He was extubated without difficulty and transferred to the recovery room.."

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.